Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted and looked good visually. An echo showed aortic insufficiency. The valve was explanted and the surgeon examined the valve, it was noted that one of the leaflets was shorter than the others. On the same date a 23 inspiris was implanted.